Manufacturer narrative:
The report of ¿shocking sensation or discomfort at ipg site¿ was not able to be confirmed. Analysis of the returned lead a found it had been cut during explant resulting in two segments. Both segments were tested for continuity and no opens were found. Discomfort or ¿shocking sensation¿ can sometimes be associated with patient anatomy and/or the location of the ipg pocket site and is not device related.

Event description:
It was reported that patient experienced ipg site discomfort and shocking stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000148829.